Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to noise. It was reported that during a routine follow-up noise was noted on the rv channel. The noise was unable to be reproduced. The pt underwent a revision procedure and due to the lead's position in the rv apex, it was believed that the lead may have been picking up signals from the diaphragm. There was no visible insulation problem or set-screw issue. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.